Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The customer reported that the smi-02ap, spectrum autopass suture passer, device's bottom jaw broke during a rotator cuff repair on (B)(6) 2018. The jaw broke while inside the surgical site; however, the reporter has stated that the component did not come loose from the device. The component (lower jaw) was held in place by the needle and was withdrawn with the device. Therefore, there were no components to be retrieved from the surgical site. There was no delay or cancellation reported for this event. The procedure was completed as planned. No injury of patient or user. There was no surgical intervention or extended hospital stay required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The service history was reviewed and no data for repair was found. (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.